Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device was cracked and unresponsive. There was patient involvement associated with the reported event. The reporter advised that the device was ". Damaged during air travel, the screen had cracked and the machine froze." There were no reports of patient harm associated with the issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its lcd touchscreen being cracked and unresponsive was confirmed. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the lcd touchscreen, which did show signs of physical damage (cracks).